Event description:
The customer reported that when ac power is removed the unit does not transition to battery power. The customer reported the unit was not in use on pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.